Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of an allegation due to infection and erosion. A revision was planned. There were no additional adverse effects reported.

Event description:
Additional information noted that the device was explanted.